Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving dilaudid, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had an emergency removal of the pump because the patient had an infection. The area of infection was the pump pocket on the left side of the abdomen. Per the reporter the infection was confirmed, however did not know the strain of infection. The event date was noted as a week before explant. The patient stated that the ¿healthcare provider maneuvered the pump out his side trying to fill it¿. The patient was in there for 30 minutes of the healthcare provider trying to find the refill port and the patient got very sore. The healthcare provider couldn¿t find the port so he kept maneuvering it until it made a bubble on his side and busted open and ¿literally¿ was coming out his side. Per the reporter this was what caused the infection. The patient stated that they wanted to avoid spinal meningitis so they removed everything. The pump and catheter were removed roughly around (B)(6) 2017. No further complications were reported.